Event description:
Patient presented to the physician with a palpable mass at the neck incision. Physician ordered imaging and determined the stimulation lead body was pushing through the patient¿s skin. Physician brought the patient into the or, opened the incision, freed up the stimulation lead body, and tucked the lead under muscle and closed.